Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013358, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013358. The count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6013358 was manufactured according to the work instruction (wi) version 123 and manufactured in the line li 39 l-4 on 23-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-16699 device 1 of 2. "Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2452559. The batch 6013358, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013358. The count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013358 was manufactured according to the work instruction (wi) version 123 and manufactured in the line li 39 l-4 on 23-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. "

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two recurring adhesive issues. For both the events the patient went to the emergency room (ER). The blood glucose level was 530mg/dl for event 1 and for event 2 the blood glucose level was 670mg/dl and the patient shifted to intensive care unit (ICU) for 4-5 days. The patient got treated with intravenous fluids of saline and insulin. The patient also had life threatening amount of ketones no further information available.